Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield infinity skull clamp (a1114) was returned for evaluation. Unit received with the lock having rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. The reported complaint was confirmed via inspection of the unit. The index knob was very loose. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism (lock and unlock) on the mayfield infinity skull clamp (a1114) was very loose. It is unknown if there was patient involvement; however no patient injury or surgical delay.